Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had mentor smooth round moderate plus profile 400cc saline prostheses placed experienced bilateral baker grade iii capsular contracture post procedure. An explant was planned for (B)(6) 2022, however it was cancelled due to the pandemic. At the time of this report, mentor has received no information regarding rescheduling of the explant. See 1645337-2022-00946 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had mentor smooth round moderate plus profile 400cc saline prostheses placed experienced bilateral baker grade iii capsular contracture post procedure. An explant was planned for (B)(6) 2022, however it was cancelled due to the pandemic. At the time of this report, mentor has received no information regarding rescheduling of the explant. See 1645337-2022-00946 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 9486226 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).